Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their insulin pumped had alarmed and displayed low battery. Customer stated they had changed the battery three times and the alarm kept occurring. During troubleshooting, customer was asked if they used the sensor feature and customer stated he does not. Next, customer was asked if they used rechargeable batteries or had excessive button usage. Customer stated he did not. Afterwards, customer was advised to clean battery compartment with cotton swab and reinsert batteries. Customer's device alarmed and displayed weak battery. Advised customer to clean battery cap and reinsert batteries. Device did not alarm. Customer's blood glucose level was 87 mg/dl at time of reporting. Nothing further reported.